Event description:
Caller indicated the relion prime meter is producing high readings. (B)(6) 2014 notes. This is the replacement meter we sent the customer and he is still having issues. Caller is stating that with the test strips we sent him, he is getting high readings. He said it has been working fine and last night he got a 225 so he gave himself insulin based on that reading. Then he retook his blood sugar and got 122. He ended up taking too much insulin and sugar dropped to 50-60s which he stated was dangerous. He then stated that no matter which way he inserts the strip it gets jammed. Caller states it is difficult to insert and take out, it seems as he is pulling something out of a port or something. He just needs something reliable and will give it one more try with one more replacement. He does like the meter a lot and it is cheap. He states the readings are higher and the strips are hard to insert and take out. Replacing product. (B)(6) 2014 follow up: about 2 weeks ago customer got a reading of 225 in the morning and he was told that he should take insulin for anything over 150. He took 10 units of insulin and few minutes later he started feeling funny so he tested with his ultima meter and got a reading of 50-60. He started feeling sick, flush, shaky and sweaty. He then had some sugar and that helped him feel better. He is not always washing hands and sometimes uses same lancet his storage is good he keeps everything in bedroom. He does not have any control solution to test meter.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.